Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported inaccurate high sphb values compared to lab results. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: correction: h10 - it was incorrectly reported "the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted." Device evaluation: the concomitant product, the dci-mini sc 400, was returned. The completed failure analysis found the sensor passed functional testing and is functioning as designed., corrected data: the product has not been returned to masimo for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported inaccurate high sphb values compared to lab results.no consequences or impact to patient were reported.